Event description:
It was reported that the pins in the lemo connector on the cardiac system were bent. Another system used to complete cases. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lemo plug and interconnect cable. During inspection identified the need to replace battery pack. Battery pack replaced. The system was tested and found to be working as intended and placed back into service.